Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was low enough not to register on a meter at the time of death. The customer was not wearing the insulin pump at the time of death due to a low. The insulin pump had been disconnected shortly before passing. The customer was not using medtronic sensors. The customer was using a competitor's sensor system. The customer's brother heard the customer's pump going off and the customer was having a low. The customer was given juice and glucose tablets but they had to call paramedics. The caller declined to return the insulin pump for analysis.